Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-05955. It was reported that patient had ineffective stimulation. Surgical intervention was done on (B)(6) 2016, where a new octrode lead was added to cover the pain on the right side. Patient's existing s8 lead covers the left side pain. The previous 2 quattrode leads were disconnected and left in place. Patient has effective therapy post-op and the issue is now resolved.